Manufacturer narrative:
Patient weight now provided. Device model, catalogue, lot, expiration date, and di # now provided. Concomitant cardiac lead information now provided. Physician email address now provided. 510k now provided. Device manufacture date now provided.

Manufacturer narrative:
Patient weight was not provided by the user facility. Device model, catalogue, lot, and di # were not provided by the site. Device expiration date is determined by lot# and therefore unavailable. 510k cannot be determined without the device model/catalogue number. Device manufacture date is determined by lot# and therefore unavailable. The device was discarded. There is no allegation of a malfunction. Therefore, no device evaluation will be performed.

Event description:
A third party who was not present during the procedure reported to a philips representative that during a lead management procedure, the leads were extracted utilizing the spectranetics lead locking device and glidelight laser sheath. Indication for lead extraction was device erosion. 3 leads were extracted: 2 active fixation medtronic rva and raa. 1 selectsecure lead supposedly on the right ventricular (rv) septum. All leads were difficult to remove due to dense adhesion. Active leads came out intact with 14fr glidelight laser sheath requiring considerable effort and pushing. There was significant amount of tissue on the end of the lead. Patient remained in stable condition throughout the procedure. Following the extraction, ten minutes after removing the trans-oesophageal echocardiography (toe), the patient's blood pressure began to drop. Emergency rescue interventions were implemented. The patient survived. Physician reported there was evidence of a localized perforation on the right ventricular free wall close to the septum, presumed to be the site of the selectsecure lead insertion. Patient recovered well with no post-operative complications.